Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited low impedance and high capture threshold. After injecting contrast, it was noted that the lp was not in a good position. Upon repositioning, it was noted the helix stretched. The lp was removed and replaced. The patient was stable.